Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years, six months and two days post port placement, blood culture results were positive for klebsiella pneumoniae. Around one day later, the patient was still feeling quite poor. Around two days later, port removal was requested due to bacteremia. The port and catheter were removed intact and without difficulty. The procedure was well tolerated, with no immediate complications. Around two months and fourteen days later, right internal jugular vein tunneled central venous subcutaneous port placement under ultrasound and fluoroscopic guidance was performed. A new port was placed successfully. The port aspirates and injects easily. The pocket was closed with sutures. The port functioned well, heparin was locked and ready to use. Therefore, the investigation is confirmed for the reported bacterial infection based on medical records. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two years, six months and two days post a port implantation, the patient developed bacteremia, klebsiella pneumoniae and staphylococcus infection. The device was removed from the patient and the patient was implanted with a new port. The current status of the patient was unknown.

Event description:
It was reported through litigation process that approximately two years, six months and two days post a port implantation, the patient developed bacteremia, klebsiella pneumoniae and staphylococcus infection. The device was removed from the patient and the patient was implanted with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.